Manufacturer narrative:
Final analysis found that the device as received the contact spring of the atrial connector port was missing. It is unclear and undetermined how the contact spring was lost/missed.

Event description:
It was reported that during the implant procedure, when the leads were connected to the pulse generator the device exhibited a loss of output. The lead was tested and normal lead parameters were noted. The device was no longer used and replaced. No additional information was reported.